Event description:
The customer called into technical support (ts) reporting that the device had turned on by itself. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem the rse advised caller that the ui pcb may be faulty. Provided part ID for ui pcba. The customer replaced the ui pcba to resolve the reported issue. The device passed required performance verification tests per philips standards and put back into service.